Manufacturer narrative:
Medela customer service provided verbal troubleshooting over the phone as the customer did not have her breast pump at the time of the call. Medela customer service requested the customer to call back with the breast pump and troubleshoot the low expression issue. The customer has not called back to troubleshoot as of 02/23/2016. On (B)(6) 2016, the clinical assessment indicated that the customer has finished her course of antibiotics and she is feeling better. Her mastitis infection is resolved. The customer is now using a symphony breast pump which, is meeting her pumping needs. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self- limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer called medela customer service on (B)(6) 2016, stating that she was experiencing low milk expression while using her pump in style advanced breast pump. Her doctor diagnosed her a month ago with a mastitis infection and treated her with the antibiotic duricef.